Event description:
It was reported that a cartridge alarm occurred with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by agreeing to replace the pump with one updated to the latest software version, and the customer was advised to switch to multiple daily injections as a backup insulin therapy. Instructions were provided for storing the old pump and returning it within 10 days.